Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking extension set is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc and its stylet and t-lock assembly were returned for evaluation. An initial visual observation of the returned catheter and t-lock assembly showed little saline use residues throughout the returned device. It was observed that the connection of the t-lock assembly at the tubing/septum connection site was lighter in color. A tactile evaluation of the returned t-lock assembly revealed the t-lock extension connection would move revealing a break at the ¿t¿ junction. A microscopic observation of the returned t-lock extension set revealed a brittle fracture along the ¿t¿ intersection of the device. Because the device was returned opened with observable use residues, it could not be determined whether the crack in the t-lock assembly happened during manufacture of the device, during use, or due to other unknown causes. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during pre-flushing, it was found that the connecting conduit fittings were leaking, resulting in the inability to pre-flush and use normally. Reopen the new conduit. No other information was provided.